Event description:
It was reported that the patient presented for an explant procedure. Upon interrogation, prior to the procedure, it was noted that the atrial lead exhibited high capture threshold. Upon fluoroscopic imaging, the atrial lead was found to be dislodged. The atrial lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.